Event description:
Reportable based on device analysis completed on 09-jul-2015. It was reported that crossing difficulties were encountered. Angiography was performed which revealed a 95% stenosed target lesion located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. Following pre-dilatation, a 24 x 4.00 promus premier¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent detachment/separation.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. Crimp markings are evident on the exposed balloon wall; indicating that full crimp contact was achieved between the crimped stent and balloon. Solidified media was evident inside the outer lumen, proximal to the balloon. The detached crimped stent was not returned with device for analysis. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).